Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating that the vision cannot be truly assessed until both eyes have been treated. The complaints are now assigned to the patient's psyche. The iol appears nicely in position and on target. Should the lens still needs to be replaced (at the request of the pt), then it is better if the capsule is somewhat fibrotised, so it is ok if takes some more time.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stating that the rupture that occurred during the iol implant is not due to any company item.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3.. And h.10. The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the reporter for further investigation. Photos were reviewed by a director of global quality customer affairs (gqca). No determination could be made from the provided photos. Based upon the limited clinical information the issue may be related to dry eye and/or vitreous floaters. The issue has been reported as variable in nature, which may indicate an issue unrelated to the lens. Follow-up has been requested. File will be re-opened if further information is received. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant procedure, a patient was having visual problems. Additional information was requested and received stating that the patient experienced a posterior capsular rupture during the procedure. The patient also is experiencing irritation, small circle in the vision and a haze over things. The surgeon prescribed drops for the irritation and an oct test was performed along with a contact lens given to see if it would help the vision problems.